Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving glucose suspend alert on 7 jan 2026. The sensor was returned for further investigation. In house testing of the returned sensor showed optical instability in all channels. A review of the sensor data indicated the consistent observation. The glucose suspend alert were triggered when the signals fell below the threshold. The optical instabiltiy was attirubted to the filter corrosion, confirmed via miscropic inspection.